Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient was on impella 5.5 support and during support the patient had ventricular tachycardia. The patient required cardioversion. The patient was given lidocaine. The staff stated that this was not a positioning issue but likely an issue with the patient's heart failing. Support was continued and the patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.